Manufacturer narrative:
On 26 january 2017 the patient match department performed a planning review and commented as follows: our analysis of the planning process of this case found no deviations from the standard procedures. All the steps have been performed correctly. On 30 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: tibial loosening in fixed, uc cemented tka after 2.5 years. No immediate cause can be determined. From the (low quality) radiograph supplied, cementation of the tibial components looks incomplete, and the posterior slope could be suboptimal (this measurement cannot be performed with the available xray view). No definite cause can be determined with the information available. Batch review performed on 06 february 2017. (B)(4): no residual traces of the cement are present on the distal surface of the baseplate. It is something usual for the explanted tibial baseplate, since the cement is a filler and not an adhesive. The finishing of the distal surface is glass beads blasted to improve cementation. Degree of finishing of the explanted component seems to be in compliance with the specifications required. No elements that lead us hypothesize that the event is related to a faulty device are present.

Event description:
The patient came in complaining of pain. The pain was caused by a loose tibia. The surgeon revised the tibial component and the poly. The surgeon resurfaced the patella. The surgery was completed successfully. X-rays are available, explants are not available.